Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter was used during a biliary nephral tube exchange procedure to replace an existing stent. When flushing the catheter, it was noted that water was leaking from the hub. The device was pulled and set aside for evaluation. Another like device was used to complete the procedure successfully. Upon evaluation of the complaint device a technician at the user facility noted that the suture of the catheter is wrapped around the threads of the cap of the device. No adverse events to the patient were reported.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation evaluation: inspection of unused product, a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. One used 8.5fr mac-loc catheter was returned for investigation in the locked position. The tubing was cut into two pieces and an adapter was attached to the end of the hub. Approximately 1.4cm of tubing was attached to the hub and the remainder of the tubing was approximately 29cm long. Leak testing performed on the used device confirmed the presence of a leak between the catheter tubing and connector cap. Tug and twist testing revealed that the proximal assembly was secure. Upon removal of the connector cap, the suture strings were found to be wound in the threads of the mac-loc and no portion of the string remained in the connector cap. The catheter flare appeared slightly out of round, but due to the compression of the flare within the hub and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. A visual inspection of the device however, showed that the number of threads exposed on the cap exceeded what was detailed in the manufacturer¿s specifications. One unused 8.5fr mac-loc catheter from the same lot was returned in the original packaging. No surface damage was noted on the device. Leak testing conducted on the device was unable to confirm the presence of a leak. Tug and twist testing confirmed the proximal assembly was secure. Upon removal of the connector cap, the suture string was found broken in the threads. The catheter flare had a lip and was slightly lopsided, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was conducted. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The instructions of use (IFU) instruct the user to inspect the product prior to use to ensure that no damage has occurred. A review of the device history record was performed, revealing two nonconformances in which two devices were scrapped out for string hole damage, and one device was scrapped out for an incorrect component. Nonconformances were reported for the catheter tubing subassembly or damage and foreign matter. All sixteen affected devices were scrapped out prior to lot release. It should be noted that there were no other complaints reported for this lot number. Based on the information provided, examination of the returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. The appropriate personnel have been notified and cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.